Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that lcx (m), female, experienced dic (disseminated intravascular coagulation), four days after the xience v was implanted. The pt needed a prolonged hosp stay for treatment. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident info. Thrombosis is a known risk of coronary stenting and is listed in the xience IFU as a potential adverse event and is not necessarily an indication of a product quality deficiency. There was no report of any product malfunction at the time of the stent implant. Cine of the procedure was received and reviewed. The reviewer concluded that there was nothing in the cine images that would suggest a causal relationship between the stent and dic. A definitive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.